Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture 30-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the main drawer 2 pocket a1 a3 b1 and b3 were failed. A field service engineer identified an error message indicating a corrupt database and a fatal error while attempting to recover the application. As a resolution reimaged the machine and the remit process completed successfully. After the reimage all functions began working properly and no further work error messages were observed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer was failed and device was not detected on the bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.